Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, specific value not provided. Reportedly, the customer went to the emergency room (ER) due to bg level, seizure, and organ failure. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.